Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to sorc. Sorc checked the subject device and found that the reported phenomenon was caused by the failure of the printed-circuit board. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from sorc, omsc concluded that the reported phenomenon was attributed to the failure of the printed-circuit board. The subject device was not returned to omsc, the exact cause of the failure of the printed-circuit board could not be conclusively determined. However, there was the possibility that it was attributed to the failure due to aging deterioration because six years and eleven months had passed from the subject device had been manufactured.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc), it was found that the image from the sdi 1 input connector of the subject device was not displayed. There was no report of patient injury associated with the event.